Manufacturer narrative:
H6: evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that ¿each time the resuscitation teams mention a porous balloon and the need to change the catheter because it is impossible to reinflate the balloon¿. The team noticed the problem and was able to quickly reintubate the patient. However, that involved the risk of not being able to reintubate. In addition, the patient¿s condition deteriorated while they were being reintubated and this event probably increased the intubation time. The patient needed to be reintubated 3 times due to the incident. The customer also stated "before the team noticed the defect linked to the balloon: desaturation leading to an increase in o2 needs. Stable condition after treatment¿. The status for the incident is resolved.